Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely elevated cyclosporine a (csa) results obtained on a patient sample processed in duplicate on a dimension exl system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely elevated cyclosporine a (csa) results were obtained on a patient sample processed in duplicate on a dimension exl system. The falsely elevated results were not reported to the physician(s). The same sample was reprocessed in duplicate on the same dimension exl system. Lower results, considered correct, were obtained. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated csa results.

Manufacturer narrative:
Additional information (07-oct-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Hsc observed in the data logs, for the falsely elevated cyclosporine a (csa) results, a sample ID of 122216025. Hsc also observed in the data logs increased read 3 absorbance values during sample addition for the sample that generated the falsely elevated results indicating a sample integrity issue. A potential systemic product issue was not identified. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR was filed on 01-sep-2022.